Event description:
The customer reported to philips healthcare that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation